Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Event description:
It was reported by customer that during use intra aortic balloon (iab) had recurring gas loss alarms on two separate occasions. She resolved the alarms using the iab fill key and confirmed tubing connections were secure. No blood or discoloration was found in the helium tubing. Alarm logs showed multiple alarms within minutes, followed by another after three hours. Customer initially attempted to restart pumping. Proper alarm resolution steps were reviewed, including checking tubing, using the fill key, and restarting. She inquired about condensation in the tubing, which was clear and located in the dependent loop. It was explained that removing dependent loops allows the pump to clear condensation. Disconnecting and reconnecting the tubing triggers autofill but using the fill key is preferred. Jamie was advised to call if alarms persist or condensation remains. There was no harm or injury reported to the patient.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (type of investigation).

Manufacturer narrative:
Updated fields : b4, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions ), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. The complaint was received via a direct call to the emergency support program from (B)(6), an ICU nurse, regarding a recurring gas loss alarm on a cardiosave device. No patient harm or injury was reported. (B)(6) noted that the alarm had occurred multiple times over the past few days, including twice during her shift, and was resolved using the iab fill key. She confirmed that all connections were secure and that the helium tubing showed no signs of blood or discoloration. The alarm log revealed several gas loss alarms within a short time frame, followed by another alarm hours later. (B)(6) also observed clear condensation in the dependent loop of the helium tubing and questioned its impact. It was explained that removing dependent loops allows the pump to clear condensation and that disconnecting and reconnecting the tubing triggers an autofill, though using the iab fill key is the preferred method. (B)(6) was encouraged to call back if alarms persisted or if condensation did not resolve. Internal stakeholders were notified. Based on the description, a condensation buildup was observed in the dependent loop of the helium tubing and the repositioning of the device solved the issue. The gas loss in iab circuit alarm was resolved through using the iab fill key suggested by the esp representative per IFU. The gas loss/ gas gain alarms complaints that are resolved by using the iab fill key are being investigated under parent record (B)(6). There was no malfunction of the iab; rather, the customer required assistance to navigate the proper use of the device. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.